Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patent information. Further information was requested but not received.

Event description:
It was reported that surgical intervention may take place at a later date to revise the patient¿s cervical ipg pocket site. The reason for the surgery is unknown.